Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger was not recognizing his battery pack. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to recognize batteries has been confirmed. Upon investigation contamination was discovered on the battery board, which prevented the battery charger/modem from recognizing when battery packs were inserted. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.